Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
The customer reported that during an interventional procedure, system failed to screen. The system was rebooted twice but still the system did not respond. A mobile unit was brought in to complete case.